Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults, unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally the contamination caused the cells to mismatch, causing the battery faults. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was receiving battery faults and that the patient's battery was unable to charge in a battery charger.